Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in greater than two seconds of pacing inhibition. It was reported the patient recently underwent an av node ablation and became pacer dependent following the procedure. The patient was symptomatic due to the oversensed noise. An invasive procedure was performed. This lead was surgically abandoned and successfully replaced. No adverse patient effects were reported.